Event description:
An initial hemoglobin pt result of 7.78 g/dl was generated on a cell-dyn 4000 analyzer and reported out of the lab. The physician mentioned that the hemoglobin seemed to be a low value and a repeat was requested. The sample was repeated and yielded a hemoglobin result of 11.8 g/dl. The sample was also repeated on other cell-dyn 4000 analyzers and repeated at the 11 g/dl level. The pt had an appointment for a stomach camera and was preparing for the procedure. There may have been a slight delay in starting the procedure until the retest result was reported. No additional pt info was available. No further impact to pt management was reported.